Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. No device malfunction was suspected. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.